Event description:
The customer reported that the system did not save the images.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the power the power supply.